Event description:
Pt admitted to reporting facility in 2007, to rule out gi bleeding. The next day, at 0730, pt went for routine dialysis treatment using supect medical device. During dialysis she was being monitored with q 15 minute vital signs. Needle sites were visible outside sheet/blanket. Pt not pulling at lines. Blood flow was 350ml/min. At approx 10:20, pt's venous needle spontaneously dislodged from her skin with tape still intact over needle site. Bleeding occurring at needle site. Dialysis was stopped and pressure held to site. However, there was difficulty holding pressure due to the dislodged needle still being present under the tape. Pt became unresponsive with pulseless electrical activity. Code blue called. Pt intubated. Venous line was clamped and pressure held. Changed lines from venous to arterial. Estimated blood loss was 1 liter. Pt taken to ICU where she was placed on a vent and treated for shock. Two days later, an EKG showed diffuse elevation of st segments, thought to be consistent with mi, but could also reflect pericardial disease. Family was advised of pt's poor prognosis and elected to limit resuscitative efforts. Pt expired the following day.